Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was not confirmed. Method & results: product evaluation and results: visual, dimensional, functional and material analysis not be performed as the device is not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of the device history records could not be performed as lot information was not provided. Complaint history review: a complaint history review could not be performed as lot code information was unknown.  Conclusions: it was reported that patient was revised due to loosening. The event could not be confirmed nor the exact cause of the event could be determined because insufficient information was available. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with a tritanium acetabular cup in her right hip on (B)(6) 2017 and had persistent pain. It is further alleged that she was revised on (B)(6) 2018 and during her revision surgery, it was determined that she had "mechanical loosening" of the acetabular component and there was slight metallosis suggestive of micromotion.